Event description:
The customer reported that the system was unable to take images and the system was unable to boot up completely.

Manufacturer narrative:
(B) (4). The ge service rep used esd workstation while reseating the workstation boards. The system still was not booting up. He connected the external monitor and it showed the hard drive was bad. He replaced the hard drive as needed, he also reloaded the software. The system now works as intended.